Manufacturer narrative:
The operator of the advia centaur cp instrument called the siemens customer care center (ccc) to report a falsely elevated cardiac troponin I (tni-ultra) discordant patient result. A customer service engineer (cse) was dispatched to the customer site by the ccc. The cse performed a total service visit and stated that the aspirate probe was not aspirating the required amount and that rinse blocks had moisture and some buildup on the underside. The cse replaced the internal waste tubing, aspirate probe waste tubing, aspirate probe, rinse blocks, rinse block waste tubing, peristaltic grey pump, and ensured the system was aspirating the proper amount. The cse has ensured that all qc (quality controls) results are in range and the instrument is fully operational. The customer has not observed any further discordant results with tni-ultra and is satisfied with assay performance. No further evaluation of this device is required.

Event description:
A discordant falsely elevated cardiac troponin I (tni-ultra) patient result was obtained on an advia centaur cp instrument. The initial result was not reported to the physician(s). The patient sample was repeated on the same instrument and on an alternate advia centaur cp instrument. The repeat results were lower, and the result reported out was <0.04ng/ml. There are no reports of patient intervention or adverse health consequence due to the tni-ultra discordant patient result.